Event description:
Patient underwent percutaneous coronary angioplasty (pci) for in-stent restenosis of a lesion in the ramus. After inserting a guiding catheter, crossing the lesion with a coronary guidewire and assessing the lesion by intracoronary ultrasound (ivus), the operator then dilated the lesion using an angiosculpt evo 2.5mm x 10mm. The balloon was inflated 8 times, at inflation pressures between 20 to 26 atmospheres. Upon final deflation of the balloon, the operator was unable to retrieve the balloon back into the guide catheter. The operator then tried to release the angiosculpt by introducing another coronary guidewire into the ramus and performing balloon dilatations around the angiosculpt. The angiosculpt catheter was pulled back into the guide and then the guide with all remaining equipment was pulled out of the body as one unit. On fluoroscopy, the operator noted that the distal portion of the angiosculpt balloon remained in the coronary ostia. The operator also noted that there was absence of flow in the left anterior descending artery, although the dominant circumflex artery and ramus remained open. The patient's hemodynamic status slowly deteriorated over the next 2 hours while trying to retrieve the protruding balloon segment using different sized snares. Eventually, the patient suffered cardiac arrest and could not be resuscitated. Picture of product uploaded shows proximal portion of removed angiosculpt (above) and unused angiosculpt (below).